Manufacturer narrative:
The patient elected to be anonymous through the submission of the medwatch report, therefore the patient file and device identifying information was not provided for review and inclusion in the investigation. Analysis of records could not be completed and contact information to obtain additional information pertaining to the event was not provided. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the procedure. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "penile shortening", "penile retraction in erect and flaccid states", "moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures," "patient or partner dissatisfaction with results" and "moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists contracture and decreased penile girth, penile curvature, dissatisfaction with cosmetic results and scarring, and suture detachment as anticipated adverse events. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour, or projection, transillumination and palpability may occur. Careful preoperative planning and surgical techniques are essential to minimize the occurrence of such results. Cosmetic concerns may also become medical concerns. The indications for use for the 510k(k) cleared device are: "the pre-formed penile silicone block is intended for use in augmentation, reconstructive and cosmetic surgery, and is contoured at the surgeon's discretion to create a custom implant. When used in augmentation procedures, the device provides cosmetic augmentation of the penis and is intended for aesthetic purposes." This indications for use statement covers "augmentation", "cosmetic surgery", "cosmetic augmentation of the penis", "aesthetic purposes", etc, which all cover the referenced terms of "penile enlargement, aesthetic enhancement, or cosmetic augmentation". All device design changes are completed per regulatory requirements, either with a new or special 510k submission, or a letter to file. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Shortening, dorsal curvature, and loss of sensation were not reasons listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The device lot number was not provided; therefore, a device history record review could not be performed. Insufficient information was provided to determine the root cause. If additional information is provided, the investigation will be reopened.

Event description:
Imd received medwatch report (mw5178746) from the FDA on 12/03/2025. The complainant alleged the following in the report: sutures anchoring device 'ruptured', replacement procedure with new implant, capsular contracture, 'debilitating' deformity, seven additional surgeries, scarring, tissue damage, fibrosis, curvature, shortening. The compliant also made several allegations against the device labelling, including that the device is not removable and is not cleared for cosmetic augmentation.